Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as january of 2026. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Related manufacturer's report regarding pain: 0002242816-2026-00016.

Event description:
It was reported that the patient experienced skin irritation when using the 63b electrodes. The patient has no issues between 1 and 3 hours of treatment, but at the 4 hours mark her skin became irritated. The patient stated that the skin became red and itchy. It was later reported that the patient discussed the issue with their doctor and was advised to discontinue treatment. Although the main factor in the decision was the patient¿s increased pain, the skin irritation was a contributing factor. Nothing else was prescribed or recommended for skin irritation. No further information was provided.